Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed since log files from the reported event date were not available for analysis. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a high max error, indicative of a unit that is out of calibration. The max error could not be reset during supplemental testing. The most likely root cause of the high max error can be attributed to a battery that is out of calibration, most likely due to a use pattern involving the exchange and recharge of batteries before reaching 25% rsoc. The reported event of premature switching events could not be confirmed at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient's battery "even at 75% capacity would switch to another port." There were no consequence or impact to patient. No additional information provided. Investigation is ongoing.